Event description:
The customer rpeorts that the ventilator emitted smoke during a pre-use check after a 1000 hr pm. The o2 gas modules was determined source. An alarm activated, but the alarm was unknown. There was patient involvement or incident.